Event description:
It was reported that a pump declared an altitude alarm 21, leading to insulin suspension. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove obstructions from the speaker holes, clean them, reconnect the cartridge, and later load a new one. Despite these efforts, the alarm recurred, resulting in the decision to replace the pump and cartridge. The customer will use mdi as backup therapy and was provided with instructions for pump storage and return. A replacement pump was sent to the customer.